Manufacturer narrative:
The labeling and certificate of analysis of the control material indicate that each human donor unit used to manufacture this product was tested and found non-reactive at the donor level per current applicable FDA requirements using FDA-accepted methods including testing for (B)(6) by a nucleic acid test (nat). In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with patient specimens. Root cause of event: user error.

Event description:
A laboratory technician stuck her finger on an instrument probe that contained liquichek unassayed chemistry control. Level 2.